Event description:
It was reported that incomplete stent expansion occurred. The target lesion was located in an arteriovenous fistula. A 10x60x75 epic stent was selected for use during a percutaneous transluminal angioplasty procedure. During the procedure, it was observed that the stent did not fully expand within the severely stenosed lesion. Despite the incomplete expansion, the procedure was completed using this device. No patient complications occurred as a result of this event.